Event description:
Abstract of study presented at the american society of anesthesiologists annual meeting on october 14, 2007 titled "sensitivity of bis and mac in the b-unaware trial". Two cases of awareness were reported in the patient cohort where the bis monitor display was provided to the clinicians to help guide anesthetic titration. Two additional cases of awareness allegedly occurred in patients in the control group (where treatment as guided to achieve targeted drug concentrations, without display of bis values).

Manufacturer narrative:
Upon learning of the four cases of awareness, aspect initiated contact with the senior author (ma), who is an anesthesiologist, to determine the following information: was the bis monitor used to guide anesthetic titration, resulting in the use of less anesthetic than would have been given based on other clinical signs? Did the patient experience a serious adverse event? ( for example, did the patient require any additional medical treatment due to the episode)? Was the monitor functioning properly at the time? Was a print-out of the bis trend or an electronic copy of the data saved, or were results based on review of hand-written anesthesia records? Were there any unique patient or clinical factors that could have contributed to a better understanding of the event and help future users? Aspect also requested that the investigator quarantine the monitors involved to allow retrieval and inspection of the electronic records contained in the device. The anesthesiologist acknowledged having some additional data for the four cases of awareness that occurred during conduct of his study, but declined to provide aspect with any additional case details because "discussions between aspect medical and us (independent investigators) could create the impression that a company is seeking to influence a scientific publication in which it has a direct interest." Although we explained that this was not our intent, at this time, aspect still has not been provided with any case details in order to further investigate this report. Therefore, our investigation currently concludes that it is still unknown if the device caused or contributed to a death or serious injury. It is also unknown if the device malfunctioned due to the device not being available for inspection by the manufacturer at this time. Nevertheless, aspect believed it would be prudent to submit this initial report.